Event description:
It was reported that the hfov stopped while on a patient.

Manufacturer narrative:
It was reported that the 3100a hfov stopped while on a patient and wouldn't repressurize or restart. The patient was moved to another 3100a ventilator and there was no patient compromise. The hospital was unable to provide the settings of the 3100a at the time of the incident. To the best of the staff's memory, the amplitude was in the 20's and the frequency was between 10 and 12. The rt. The biomed department was unable to duplicate the alleged incident. The vent was returned to smo for evaluation by qualified service repair staff. It was determined that there was a broken solder connection at terminal block tb1, pin 1 on choke printed circuit board located within the driver power module. The broken solder connection was reconnected and a complete functional test was performed. This ventilator has been in operation since early 1995. This is considered an unusual event. Will monitor for trends.